Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Date of event is approximate as the data were collected between august 24, 2017 to march 6, 2020. V. Thohan, et al. Use of a pulmonary artery pressure sensor to manage patients with left ventricular assist devices, circulation: heart failure, april2023. Doi: 10.1161/circheartfailure.122.009960. Mission heart hca healthcare, asheville, nc, united states. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿use of a pulmonary artery pressure sensor to manage patients with left ventricular assist devices¿ identifying heartmate 3 may be related with heart failure hospitalization (hfh), increase in pulmonary artery diastolic pressure (pad), heart transplantation, lvad explant and death. The intellect 2-hf trial was a prospective, non-randomized multicenter, single-arm observational study conducted in 22 clinical sites in the u.s. Involving 101 patients. Enrollment lasted approximately 2 years (august 24, 2017, to august 20, 2019) with a 6-month follow-up period ending on march 6, 2020. All subjects were followed for 6 months or until withdrawn from the study. Study visits occurred at baseline, 1, 3, and 6-months post enrollment. From the total of 101 patients, 13 were unable to complete the study due to heart transplantation, device explant, or death. Further analysis of all patients was performed by stratifying all subjects as ¿responders¿ or ¿non-responders¿, in which responders (r) were defined as subjects who had an average reduction in pad of at least 1 mmhg using the area under the curve method (i.e. 180 mmhg*days over 6 months), and non-responders (nr) had an average pad reduction of less than 1 mmhg or an increase. For the r vs nr groups there were 278 and 345 interventions over the 6-months study, with most frequent interventions being adjustments in diuretics (65.8% vs 70.8%), followed by vasodilators (42.1% vs 39.6%), and pump speed (18.4% vs 25.0%). These observations support the conclusion that clinically important hf endpoints (6-minutes waking distance and hfh) in lvad patients are associated to pap changes. Related MFR: 2916596-2023-02723.